Event description:
Information received by medtronic indicated that the insulin pump had a multiple error alarms. Customer was able to clear the alarm and rewind the insulin pump. Customer stated that insulin pump successfully completed steps in displacement verification table. Customer stated that insulin pump was passed in self test. No harm requiring medical intervention was reported. The insulin pump will was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11e retainer: black. Customer returned the pump for alleged pump error 81 and pump error 82 alarms found on (B)(6) 2021. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Successfully downloaded the trace and history files using thus. No pump error 81 alarm or pump error 82 alarm occurred during testing. The pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A review of the history files reveals that on (B)(6) 2021 at 23:01 there was one (1) pump error 81 (linenumber (B)(4) filenumber (B)(4)) alarm and one (1) pump error 82 (linenumber (B)(4) filenumber (B)(4)) that was triggered, fault isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 81 and pump error 82 alarms are confirmed. No pump error 81 and pump error 82 alarms occurred during testing however, they are found in the history files, fault isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.